Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the device was only cutting half the tissue. There was no harm to the patient. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit's roller and cutter were worn. The roller and cutter were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during surgery the device was only cutting half the tissue. There was no harm to the patient. There was no delay and no additional unplanned graft that was taken. The surgeon simply flipped the graft over to complete the cutting of it. No adverse event was reported as a result of this malfunction.